Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to a patient (age and gender unknown) the device intermittently would not charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.